Event description:
It is reported that difficult in removing needle over the guidewire. Wire was stuck and not able to be removed. The radiologist did not notice anything wrong with the wire when we first took the wire out from the packaging, but when we saw the wire is in the correct place according to fluoro imaging and wanted to removed the needle, the needle is stuck to the wire and cannot be removed. In the end, the radiologist removed the needle and guidewire together. Returned sample is a wire is frayed.

Manufacturer narrative:
The complaint of a damaged guidewire was confirmed and was found to be use-related. The product returned fo revaluation was on j-tip guidewire from a hemoglide kit. The device was partially unraveled, revealing the core wire protruding form the stretched coils. Both weld tips were present. Microscopic examination of the distal weld tip revealed incasing tissue and blood residue, and a break in the core wire was found at its weld site. The break surface was straight with a granular texture. Tactile evaluation confirmed the presence of hardened tissue residue near the distal weld tip. The elasticity of the guidewire was consistent with the detachment of it score wire. The presence of blood residue and evident detachment of the core wire from the weld tip was consistent with damage of the guidewire by retracting the wire against the needle bevel, a scenario corroborated by the reported event description. The IFU states, "do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first." A lot history review (lhr) of reuc0703 showed no other similar product complaint(s) from this lot number.